Manufacturer narrative:
Other applicable components are: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 748266, serial# (B)(4), implanted: (B)(4) 2003 product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. After replacements were performed, impedances were checked and the results are below. The patient is scheduled for extension replacement with lead impedance check on 2/9/2018. The issue was not resolved at the time of the report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative stated the impedance issue was resolved on (B)(6) 2018. Both extensions were replaced on (B)(6) 2018.